Event description:
It was reported to boston scientific corporation that the product catalog refers to a 3.0mm cytology brush; however, the actual product received is labeled a 1.9mm brush.

Manufacturer narrative:
A review of the device history record for the pertinent lot revealed that the product in question is correctly labeled. The cause for the erroneously reported mislabeled product is a result of a dimensional change on the label, where the lot in question, lot 11939136, was manufactured with the revised label. The customer correctly identified a difference between the product label for this lot and an older lot, which was correctly manufactured with the prior version. A search of the complaint database was performed; no additional complaints have been reported for the lot in question (lot 11939136).